Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. Atrial lead repositioning was attempted, but unsuccessful. The physician requested a new atrial lead to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. Mechanical and electrical testing could not be performed due to dried tissue/blood fluid in the sleevehead, preventing the helix from extending and retracting. The analyst commented that this is not a lead failure.